Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at the time of implant the physician noticed what appeared to be "smears of something on the pump". The pump was not implanted. It was later added that when the pump was opened for implant the outer can of pump soiled. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. Per analysis nothing unusual on pump was seen when received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.